Manufacturer narrative:
The complainant indicated that the device has been disposed and will not be returned for eval. A device analysis will not be performed; therefore, the relationship between the device and the reported event is unknown. The september 2007 15-month sensation snare product family complaint trend report, inclusive of all failure modes, were reviewed; no unfavorable trend was noted.

Event description:
In 2007, it was reported to boston scientific corp that a polypectomy procedure, using a sensation short throw snare, was performed (male pt, age and weight unknown). According to the complainant, the physician successfully removed a polyp in both the cecum and ascending colon. However, upon attempting to remove a "large [ped] undulated polyp in the transverse colon, the physician felt that the snare was not cutting and coagulating properly." No effect on the polypectomy was realized after adjusting the generator settings. Reportedly, the snare could not be removed from the polyp "because they had partially cut and coagued the polyp. The snare became entangled in the polyp at which point the physician cut the handle off the snare and removed the scope leaving the snare in the pt... To be removed during surgery." Follow-up information, obtained from a hosp nurse mgr, revealed that the pt had surgery later the same day and the device was successfully removed. At the completion of this surgery, the patient's condition was reported to be "okay" and the patient was discharged from the hosp.